Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. It is unknown what lead serial number was explanted and what lead serial number was repositioned.

Event description:
Related manufacturer reference number: 1627487-2021-15676. Related manufacturer reference number: 1627487-2021-15680. It was reported that patient¿s leads migrated due to ipg flipping in the pocket affecting patient¿s therapy. As such, surgical intervention took place on (B)(6) 2021 wherein the one lead was repositioned and the other lead was explanted and replaced with a new lead. Additionally, the ipg was repositioned into its correct orientation to address the issue. Reportedly, therapy was restored post operatively.